Event description:
It was reported that, "sorry for late submission. New rep covered case and just showed me implant and asked if we need to do anything yesterday, (B)(6) 2010. Large revision tumor case, removal and re-implantation of vlift and xia 3. During removal, surgeon noted one of the xia 3 tulips had completely popped off screw shaft. The shaft is still intact and he was able to remove with poly-adjustment driver. This was not the reason for revision. Tumor recurred and expanded into next level: vlift cage lost fixation and was basically free floating. Surgeon was not happy with the tulip coming off, but this was not his main concern at the time. Very large complex case, that ultimately went well with a new vlift cable and xia 3...

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.